Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 3.7 cm in diameter abdominal aortic aneurysm. It was reported that after the endurant system was implanted there was a distal type ia endoleak. The bifurcated stent graft was delivered via the left approach. The right cia (common iliac artery) was short and anatomically unfavorable, and the contralateral endurant 16x16x93 was deployed on the cia. However, only one of the endurant stent graft rings landed on the cia, due to shortening, resulting in a distal type ib endoleak. Another manufacturer¿s stent graft was additionally implanted however the distal type ib endoleak persisted, the physician decided to extend the stent coverage to the eia (external iliac artery) without embolizing the iia (internal iliac artery). Another manufacturer¿s stent graft was implanted as an extension device. The proximal three stents of the other manufacturer¿s stent graft landed in the 16mm endurant limb and three stent graft rings were overlapped in the right cia area. After the eia landing was completed, angiography showed the iia, and based on the direction of the contrast agent, the physician determined that there was a type iii separation endoleak that originated from the junction of two stent graft limbs; however it could not be determine which two devices were involved. It was a minor leak, and expecting that the type iii separation endoleak would resolve, the physician completed the procedure to continue monitoring the clinical course. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by the physician.